Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon reviewing the stored electrogram from the transmission, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to post paced t-wave oversensing. The patient did not receive any therapy during the oversensing. On (B)(6) 2017, the device was reprogrammed to resolve the issue in clinic. The patient was doing well.

Event description:
New information reported on dec 12th, 2017 states that the implantable cardioverter defibrillator exhibited couple of more non sustained right ventricular oversensing episodes. Programming changes have been discussed. No intervention has been performed.